Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, there was a cut in the urethra and a fistula developed (patient thinks) after surgery which resulted in urine leaking into tissue in left testicle. Patient had device removed on (B)(6) 2021 and later replaced on (B)(6) 2021.